Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/05/2017. The cartridge was returned to animas and evaluated by product analysis on 04/17/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed and no fluid was observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.